Event description:
It was later reported that the issue had been resolved for the patient. They were able to coordinate with the patient so that she could receive the replacement.

Event description:
It was reported that the patient's recharger was not working. It was noted that when recharger was plugged in to wall, the device did not come on. It was further noted that a power on reset (por) occurred. It was noted that it was not successfully cleared. It was noted that the patient¿s status at the time of report was alive with no injury and no adverse event. It was noted that there was not patient symptoms related to this event. Additional information received reported that there was a problem only a problem with the recharger. It was noted that the patient was receiving therapy. It was noted that parts will need to be replaced. Additional information received reported that the implantable neurostimulator recharger (insr) was not charging. It was noted that the screen was completely blank. It was noted that the patient was unable to adjust stimulation using the patient programmer. It was noted that the patient met with a manufacturing representative regarding a bent connector pin on her insr.

Manufacturer narrative:
Concomitant: product ID 37754, serial# (B)(4), product type recharger; product ID 37744, serial# (B)(4), product type programmer, patient; product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2012, product type lead; product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2012, product type lead. (B)(4).